Event description:
New information received notes that noise issue was discovered during follow-up in clinic. Physician suspected that the noise was caused by the header of the device. The patient had syncopal episode prior to the procedure. Patient¿s condition was stable during and post-procedure.

Manufacturer narrative:
The complaint of noise was not confirmed. The pacer was received in normal working conditions with battery voltage above eri level. The device was tested on the bench and analysis was normal and no anomalies were found.

Event description:
It was reported that the device was explanted due to noise from the rv channel. Additional information was requested but has not been received. No further information is available at this time.